Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 1.2mmx12mm threader¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic and tactile inspection revealed a kink at the distal end of the hub, directly under the hub. Device was soaked in a waterbath for a week. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material, less than 1mm from the proximal side of the markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection revealed damage to the tip. Microscopic inspection found no irregularities or defects to the proximal weld. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 1.2mmx12mm threader balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.